Event description:
The patient reported that the audio bolus button required multiple presses to respond. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact but the ok keypad button symbol was worn off; no peeling or lifting was observed. Evaluation revealed that the audio bolus button and all of the other keypad buttons required several presses on the keypad in order to elicit a response and that the internal plug was found to be misaligned when the keypad cover was removed. All of the keypad buttons were intermittently responsive and did not spring back and click back as expected. There was evidence of keypad contamination found under all key contacts.